Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and vomiting. The cause of peritonitis was not reported. The patient was treated with vancomycin (500mg, every 5th day) and meropenem (500 (unit not reported), once daily) for peritonitis. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.